Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that it was noted that the device had been implanted for more than 10 years via v-a shunt. A revision surgery was conducted since the pressures could not be changed. The device was replaced with the same product 82-3110. The pressure setting at revision was unknown. The protein level was relatively high, over 100.

Manufacturer narrative:
Upon completion of the investigation, the valve was tested for programming and failed the test. An occlusion was also noted within the valve. No occlusions were noted within the catheter. The valve was retested for programming and would only program up to 180mmh2o and not 200mmh2o. The valve was leak tested and what appears to be two needle holes were found in the silicone housing. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.